Event description:
The nurse reported the plugs in the pak were bent and would not fit into the cannula. The issue was noted at the beginning of case. The surgeon used his finger to close off the cannula to complete the case. There was no harm to the pt, no delay and no cancellations.

Manufacturer narrative:
No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).